Manufacturer narrative:
(B)(4). Additional information: the reported lots were manufactured: sr15b01056 on february 1, 2015; sr11j11012 on october 11, 2011; sr13a30067 on january 30, 2013; and sr14c31011 on march 31, 2014. A batch review was conducted for all reported lot numbers and there were no deviations found related to this reported condition during the manufacture of the lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there a gland of an interlink blew out during a cat scan. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Possible lot numbers for this product are sr15b01056, sr11j11012, sr13a30067 and sr14c31011. Should additional relevant information become available, a supplemental report will be submitted.